Event description:
It was reported that the bd alaris medical infusion system administration sets is kinked. Report 3 of 3. The following was received by the initial reporter: the tubing is very flimsy and creates a lot of issues with pump alarms during infusions. The same tubing noted in pictures comes packaged kinked and requires straightening before use, don¿t know if it¿s due to heat exposure or just a packaging issue. The filter shown in the pictures even after line straightening still would not flow the medication through it. I think it has glue clogging the line at the seam where line connects to the actual filter. Had same issue with a filter set a couple days ago, but was able to get it flowing after some vigorous shaking. Primary tubing sets: I have been receiving a lot of them with kinks at the base of the drip chamber in the tubing that require straightening by squeezing the kink out before use. Yesterday after attempting to squeeze the tubing and I still couldn¿t get flow through the tubing, so discarded that set and opened a new one. That was atypical, usually they can be straightened. But never the less it¿s a pain having to straighten kinks in tubing before use.

Manufacturer narrative:
Investigation summary: two photos were provided by the customer for quality investigation. The customer complaint of loose component could not be verified by inspection. Evaluation of the photos provided show kinks in the tubing; however, the photos do not show connection issues or flow issues due to the kinks observed. A device history record review for model 20350e lot number 23019262 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris medical infusion system administration sets is kinked. Report 3 of 3. The following was received by the initial reporter: the tubing is very flimsy and creates a lot of issues with pump alarms during infusions. The same tubing noted in pictures comes packaged kinked and requires straightening before use, don¿t know if it¿s due to heat exposure or just a packaging issue. The filter shown in the pictures even after line straightening still would not flow the medication through it. I think it has glue clogging the line at the seam where line connects to the actual filter. Had same issue with a filter set a couple days ago, but was able to get it flowing after some vigorous shaking. Primary tubing sets: I have been receiving a lot of them with kinks at the base of the drip chamber in the tubing that require straightening by squeezing the kink out before use. Yesterday after attempting to squeeze the tubing and I still couldn¿t get flow through the tubing, so discarded that set and opened a new one. That was atypical, usually they can be straightened. But never the less it¿s a pain having to straighten kinks in tubing before use.